Manufacturer narrative:
Result - motion interrupt pan.

Event description:
It was reported by service report that the bed was missing the motion interrupt pan. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.